Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 115 mg/dl. Customer advised they are having issues with two sensors and the serter is not properly working. Customer advised the needle did not inject out of the sensor when the button was pressed and the needle is still in the sensor. Customer advised they are receiving the threshold suspend alarm. Troubleshooting for the threshold suspend alarm was performed. Customer's sugar glucose value is 111 mg/dl and the suspend threshold limit is 60 mg/dl. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis complaint against serter. The customer returned two needles separated from the sensor base. Missing one needle.